Event description:
It was reported that, during reprocessing, the gastroscope tested positive for 8 colony forming units (cfus) of staphylococcus warneri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information and corrections based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Corrected fields: b3, b5. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels. Cfu: 1cfu. Bacterial identification: micrococcaceae. Sampling from: erector channel. Cfu: 2cfu. Bacterial identification: pseudomonadacae, micrococcaceae. Sampling date: (B)(6) 2025 sampling from: operator channel. Cfu: 1cfu. Bacterial identification: bacillaceae. Sampling from: water jet channel. Cfu: 3cfu. Bacterial identification: staphylococcus coagulase negative, bacillaceae. Sampling from: distal end, air/water channel, aspiration channel. Cfu: <1cfu. Bacterial identification: n/a. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastroscope tested positive for 8 colony forming units (cfus) of staphylococcus warneri. The device was retested on (B)(6) 2025 and tested positive for 9 cfu of micrococcus luteus, dermacoccus sp staphylococcus, epidermis, staphylococcus warneri, and gram positive bacilli, all channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.